Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision due to take place on (B)(6) 2011. Asr hip resurfacing system (left). Reason(s) for revision: pain. Update 16 feb 2018 added additional products: adaptor sleeve and corail stem. Updated doi (B)(6) 2006 and added dor/doe (B)(6) 2011. Reason for revision: high metal ions. Doi: (B)(6) 2006; dor: (B)(6) 2011, left hip.